Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a venous closure of the left femoral vein was attempted using a prostyle device with an 8f sheath after an ablation procedure. Reportedly, no imaging of the access site was performed prior to prostyle use. After deployment, during removal of the device, it seemed to be jailed. The suture was caught in the area of the o-ring. The suture was cut. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The entrapment of the device could not be confirmed due to the condition of the device, nor case conditions replicated in a lab environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. The reported IFU violation would not have contributed to the reported difficulties. The root cause of the reported difficulties could not be determined. It is possible, the device entrapment was caused by tissue or suture caught in the foot or the posterior cuff partly deployed in the foot. The subsequent treatment is due to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.